Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebs0167 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient had a PICC placed on (B)(6) 2017. It was stated that approximately one month later, while under home care, the PICC began to leak where the catheter inserted into the hub. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break was inconclusive because no sample was returned to bas for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, flexural fatigue, and over-pressurization; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebs0167 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient had a PICC placed on 11/30/2017. It was stated that approximately one month later, while under home care, the PICC began to leak where the catheter inserted into the hub. There was no reported patient injury.